Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter claimed that when the patient woke up, the device's screen was blank. When the reporter attempted to loosen the pump's battery cap, the screen reportedly came back on. The reporter did not allege any harm or injury because of the reported issue. At the time of contact with animas, the pump was not available for troubleshooting. On (B)(6) 2012, the reporter contacted animas again and claimed that the pump had a blank screen issue and also an unresponsive keypad button issue. The pump was replaced. At this time, it is unknown if the pump actually had a power issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an intermittent power issue. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was found to power on with audio and vibratory alarms with no display screen. A failed display flex was found. A test display was used to complete investigation. The battery cap was found to tighten securely to the pump with no power issues. The rewind, load and prime steps were performed on the pump with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The electrical current was found to be within specification.